Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call that their blood glucose was 290 mg/dl when they went to bed and 43 mg/dl at 3 in the morning. The customer treated with food and indicated that the pump was not being used the day before and treated with manual injection. Customer indicated that the manual injection may have caused the low blood glucose. No further assistance required.